Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign material on the light guide lens cover and the air/water channel was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the lens glue peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used. The lens was invaded by humidity, then corroded. Olympus will continue to monitor field performance for this device.